Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, the flow sensor gave a backflow alarm. There was no blood loss. No other details regarding the nature of this event were provided.

Manufacturer narrative:
The reported complaint was not verifiable. Multiple diligence attempts for part return were unsuccessful so no further evaluation or root cause analysis could be performed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Updated block: b3.